Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted smoothly. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of difficulty extending the helix was confirmed while the reported event of r-wave amp variation was not confirmed. The cause of the reported event of difficulty extending the helix was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, low sensing was observed on the right ventricular (rv) lead. Repositioning was attempted, however the sensing value remained low. During the procedure, difficulty extending the helix was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.